Event description:
It was reported that the up arrow is not always responding to the presses. It was reported there is no water exposure or trauma to the pump.

Manufacturer narrative:
The pump was returned to animas for eval. The up arrow keypad button was intermittently responsive during testing. There was evidence of keypad adhesive found under the up arrow key contact.